Event description:
It was reported that the patient presented the emergency room after the device alerted. A remote transmission found that the device alerted due to high pacing impedance on the right ventricular (rv) lead. Possible t-wave oversensing was noted on the right ventricular (rv) lead as well. The transmission also noted possible atrial lead oversensing and low p waves. It was determined that at a device replacement two days prior to the alert, the rv lead connector pin was not inserted all the way into the device header. A lead revision was performed to re-seat the rv lead. The atrial lead was determined to be functioning appropriately. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID: dtba1d1, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014; product ID: 407645, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).